Event description:
Caller reported a tandem mobi cartridge alarm during the load process. Customer¿s blood glucose level did not exceed 500 mg/dl, as confirmed by the caller. Cartridge had already been changed and insulin therapy resumed by the caller. Technical support educated the caller on the importance of waiting for the tandem mobi mobile app to prompt them before removing or loading a cartridge onto the pump, and advised following up if the issue occurred again. Caller understood and acknowledged the guidance provided.